Event description:
According to the available information the balloons were found deflated or burst. No adverse patient events were reported.

Manufacturer narrative:
Date of event is an estimated date.